Event description:
Unomedical reference number (B)(4). Event occurred in the (B)(6). The patient's mother reported that her son went to the walk-in center from where he was taken to the hospital as he did not feel right. The patient experienced diabetic ketoacidosis, chest infection and his blood glucose was 27 mmol/l. He was treated at the hospital but he still had increased blood glucose level after he came out of diabetic ketoacidosis and intravenous glucose. The ketones had also started to come back when they put him back on the pump. Infusion was last changed a day before he was hospitalized. Reportedly, it was found that the first cannula was bent and the cannula, he was using at the time of this report, was not bent. He was hospitalized for three days and they sent him home with insulin pens. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.